Event description:
Abbotts freestyle libre prescription assistance through online signup was supposed to assist with the procurement of the libre continuous monitor. The service was unable to complete the ordering because of gross administrative issues thereby delaying the prescription by weeks and imposing undue stress to me. This service is a marketing tool that does not help the patient but harms. In addition the pharmaceutical company abbott does not require the pharmacies, like (B)(6), to supply the control solutions to properly use the product safety, as required by the manufacturers instructions, and FDA compliance requirements. I believe pharmacies should fully supply all of the devices and control solutions to safety use a prescription device according to manufacturers instructions. Is the product compounded: no. Is the product over-the-counter: no.